Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined the scope detection sensor failed, causing high intensity mode to malfunction. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus the olympus, model clv-190, evis exera iii xenon light source due to a report that the switch that activates the high intensity mode was broken. Upon inspection and testing of the returned device, it was found that the scope detection sensor failed. This report is submitted due to the malfunction of scope detection sensor failure. There was no patient injury, associated with the problem, reported to olympus.

Event description:
A user facility returned to olympus the olympus, model clv-190, evis exera iii xenon light source due to a report that the switch that activates the high intensity mode was broken. Upon inspection and testing of the returned device, it was found that the scope detection sensor failed. This report is submitted due to the malfunction of scope detection sensor failure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined the scope detection sensor failed, causing high intensity mode to malfunction. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain the occupation of the reporter but were not successful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the scope detection sensor failure could not be identified. Olympus will continue to monitor field performance for this device.